Event description:
Initial information was received from a consumer on (B)(6) 2012: a (B)(6) male initiated poly-l-lactic acid (sculptra) (lot# and expiration date unknown). He received 4 or 5 sessions due to (B)(6). One month after the last session, he experienced new onset of manic depressive type symptoms. He was still having these symptoms, but they are leveling out at the time of report. He also stated after the last session, his "face took a bit of a hit," described as his cheeks sunk back in after the injection, like his body was rejecting the poly-l-lactic acid. Therapy with poly-l-lactic acid continued. Medical history and concomitant medications were not provided. No further relevant information was reported. Pharmacovigilance comment: (B)(4) company comment (B)(6) 2012: new onset of manic depressive type symptoms may be related to his underlying disease and disappointment of lack of sculptra effect. Additional information is needed for a further assessment.